Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous, 90% stenosed lesion in the left anterior descending (lad) artery. A 3x33mm xience sierra drug eluting stent (des) was advanced with resistance and could not reach the target lesion. While advancing, the inner member of the shaft separated into two pieces. The outer member of the distal shaft did not separate into two pieces. Upon removal, the struts were noted as flared . Another same size stent was used to successfully complete the procedure with a satisfactory final patient outcome. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported material separation was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the mildly calcified, heavily tortuous and 90% stenosed anatomy causing the reported failure to advance and subsequent material deformation. The reported shaft separation was not confirmed; however, a kink was in the inner member was noted during return evaluation of the device. It is possible that the kink was thought to be a separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.